Event description:
The cause of death was listed on the death certificate as lymphoma, alzheimer's and af.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient received a 26mm sapien 3 valve within a previously placed 25mm carpentier surgical valve. It is unclear if this is a case of stenosis or more likely, patient prosthesis mismatch, as the 26mm valve was unable to fully expand and function within a 25mm surgical valve. In addition, it is possible that progression of the pre-existing disease process may have contributed to this event. The cause of death is unknown; however, at this time, there is no indication that the expiration of the patient is related to the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the european source 3 study, one year and two months post implantation of a 26mm sapien 3 valve inside a 25mm surgical valve in the aortic position, an echo revealed increased gradients and stenosis. The peak gradient measured 81mmhg and the mean gradient measured 48mmhg, with an effective orifice area of 0.64cm and peak velocity 4.5 m/s. In addition, one year later, after increased gradients diagnosis, the patient passed away. The cause of death is unknown. In review of serial echo reports, at the 2 month follow up, the patient¿s ejection fraction measured 50%, peak gradient 44mmhg, mean gradient 22mmhg and no aortic regurgitation, peak velocity 3.5 m/s.